Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to change her set and set it to rewind but she had a prime/rewind anomaly. Customer stated that it just says to rewind but it was already rewound. Customer stated that she has had this issue before and the pump was replaced. Customer stated that she pressed the act button and nothing happened. Customer will call back and was advised to monitor the issue.